Event description:
Customer reported that the insulin pump returned a motor error alarm during basal. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 110 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.